Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue or new patient harm. Investigation of the available information determined that use error factors most probably contributed to the event.

Event description:
It was reported that this implantable pacemaker and right ventricular (rv) lead was programmed into MRI protection mode with a 3-hour timeout. Impedances were noted to be normal prior to the MRI. Upon administering the anesthesia, the pacing and sensing of the device was lost. Patient required chest compressions since the patient was dependent. Pacing resumed and impedances returned to normal once MRI protection mode was exited. Technical services (ts) noted that the rv pacing lead impedance was greater than 3000 ohms. It was determined that the pacemaker was not able to capture, hence pacing stopped due to the high out of range pacing impedance. Ts noted that the rv was programmed unipolar pacing and sensing which is a hard stop for MRI protection mode; therefore, it was suspected that the bsc representative must have reprogrammed to bipolar prior to going into surgery (unrelated to the bsc device). Bsc rep was contacted, and it was confirmed that the lead was reprogrammed to bipolar and the device was pacing prior to patient going into surgery. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker and right ventricular (rv) lead was programmed into MRI protection mode with a 3-hour timeout. Impedances were noted to be normal prior to the MRI. Upon administering the anesthesia, the pacing and sensing of the device was lost. Patient required chest compressions since the patient was dependent. Pacing resumed and impedances returned to normal once MRI protection mode was exited. Technical services (ts) noted that the rv pacing lead impedance was greater than 3000 ohms. It was determined that the pacemaker was not able to capture, hence pacing stopped due to the high out of range pacing impedance. Ts noted that the rv was programmed unipolar pacing and sensing which is a hard stop for MRI protection mode; therefore, it was suspected that the bsc representative must have reprogrammed to bipolar prior to going into surgery (unrelated to the bsc device). Bsc rep was contacted, and it was confirmed that the lead was reprogrammed to bipolar and the device was pacing prior to patient going into surgery. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue or new patient harm. Investigation of the available information determined that use error factors most probably contributed to the event.

Event description:
It was reported that this implantable pacemaker and right ventricular (rv) lead was programmed into MRI protection mode with a 3-hour timeout. Impedances were noted to be normal prior to the MRI. Upon administering the anesthesia, the pacing and sensing of the device was lost. Patient required chest compressions since the patient was dependent. Pacing resumed and impedances returned to normal once MRI protection mode was exited. Technical services (ts) noted that the rv pacing lead impedance was greater than 3000 ohms. It was determined that the pacemaker was not able to capture, hence pacing stopped due to the high out of range pacing impedance. Ts noted that the rv was programmed unipolar pacing and sensing which is a hard stop for MRI protection mode; therefore, it was suspected that the bsc representative must have reprogrammed to bipolar prior to going into surgery (unrelated to the bsc device). Bsc rep was contacted, and it was confirmed that the lead was reprogrammed to bipolar and the device was pacing prior to patient going into surgery. This device remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported.